Event description:
The customer reported to olympus, the image was unstable on the evis lucera elite bronchovideoscope. Inspection and testing of the returned device found the coating of the image guide was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found image disappearance occurred during up direction angle operation, the bending angle was insufficient due to the elongation of the angle wire, the forceps could not be inserted smoothly due to the forceps channel being crushed, the flexible tube of the insertion section was crushed, the coating of the image guide coil was peeling off; (1mm2 or more). A catch was observed during angle operation, the curved rubber adhesive part was missing, misalignment of the vent metal was noticed, wrinkles were observed in the universal cord. In addition, the insertion tube, the operation part, the switch, the scope connector cover, the rotating mechanism, the grip, the angle lever, ud plate, the universal cord, and the scope connector were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.